Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event was reported to have affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: 'the tube cap is opening during centrifugation."

Manufacturer narrative:
H.6 investigation summary a review of the DHR could not be performed as the batch number is incorrect. No customer samples/photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Due to an incorrect batch number and the unavailability of customer samples, the root cause is indeterminate. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. H3

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event was reported to have affected 5000 devices. The following information was provided by the initial reporter. The customer stated: 'the tube cap is opening during centrifugation."